Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had occasional button errors. The customer¿s blood glucose level was unknown. The customer stated that the losing date and time during each battery change, had to reprime reservoir after each battery change and random no delivery alerts. Customer also stated that the rejected new batteries. Troubleshooting was declined. The insulin pump will not be returned for analysis.